Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination of the returned device revealed a hypotube break 210mm distal to the strain relief. There were several smaller kinks along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 2.5x5.0mm maverick balloon. The 3.0x16mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the shaft was broken.